Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed start up test and sensor passed per specifications. Transmitter flashing when connected to sensor. It was found that the cannula electrode split from tubing. It cannot be confirmed if the customer received sensor in said condition due to it being returned opened/used.

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor. Blood glucose value was 107 mg/dl. The customer removed the sensor and found that the sensor cannula was split; the gold and clear pieces were separated. The sensor was replaced and returned for analysis.